Manufacturer narrative:
Product complaint # (B)(4). UDI: (B)(4) ¿ incomplete. The lot number is not currently available. Associated metwatch number: 1221934-2018-50095.

Event description:
It is reported that an expressew 3 suture passer had an issue. Needle was inserted in the usual manner, but would not function when the surgeon attempted to use it. No harm came to the patient; the procedure was delayed only minimally, whilst an alternative was sourced and prepared; the needle is stuck inside the instrument, which has been sterilised, and is available for collection.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate evaluation statement: the complaint device is not available for physical evaluation, hence, the complaint cannot be confirmed. Typically, the needle of the device may become jammed inside the gun when the plastic flag becomes detached from the needle. Therefore, a potential root cause for the reported failure may be the flag becoming detached from the needle. However, given the information provided we cannot discern a definitive root cause for the reported failure. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Associated medwatch report number: 1221934-2018-50095.

Manufacturer narrative:
Product complaint # (B)(4). The device lot number information is updated in the follow-up medwatch. UDI: (B)(4). The expiration date is not currently available. Associated medwatch number: 1221934-2018-50095.